Manufacturer narrative:
This event was reported to have occurred on an unspecified date in (B)(6) 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particle in a vented high-volume inlet. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.